Event description:
Boston scientific received information that some patients with implantable defibrillators received anti-tachycardia pacing due to redetection when the heart rate stopped or slowed down. These patients experienced syncope because of not receiving a shock due to this programming feature. Currently these device remain implanted and in service. No additional patient effects reported.

Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.